Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not displaying any new patients or new orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, medical device serial, unique identifier (UDI), concomitant med prod data, medical device model and section h manufacturer date. Upon investigation of the actual device used in this incident, it was determined that no new patients or orders were not showing in the pyxis. The technical support specialist (tss) dialed into the system and confirmed the issue and also identified that it appeared when there was a connection attempt an acknowledgement being sent. Customer stated that they enabled detailed logging on the core switches and open a down system cisco and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not displaying any new patients or new orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.